Event description:
It was reported that the patient underwent a gynecological procedure to treat pelvic organ prolapse and mesh was implanted. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure to treat pelvic organ prolapse on (B)(6) 2010 and the mesh was placed into the patient¿s body. The patient underwent the concurrent procedure of a hysterectomy during mesh implantation. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Lawyer-filed report (B)(6). It was reported that following insertion of the mesh the patient experienced pain, erosion, urinary/bowel problems, recurrence, dyspareunia and vaginal scarring. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2012. (B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.